Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the tooth of the cup inserter broken when removing the inserter from the implant. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d1; d4; g4; h2.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
One modular connection tip was returned and evaluated. Upon visual inspection one of the teeth on the tip of the device had fractured with the remaining showing damage. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.